Event description:
It was reported that during the explant procedure of the spinal cord stimulator (scs) trial lead, the physician had a difficulty in removing the entire scs trial lead. It was noted that a portion of the device was left inside the body of the patient and was removed during the permanent scs implant procedure. The patient was doing well postoperatively and the explanted device was disposed of by the facility.